Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of tubing kinked and mechanical issue were not confirmed via product analysis. The ams 700 flat reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that patient underwent a revision procedure due to inflatable penile prosthesis (ipp) device was not working. Dr replaced the reservoir due to tubing issue of kinking. There was no air in the device. Device was working well after replacing.

Event description:
It was reported that patient underwent a revision procedure due to inflatable penile prosthesis (ipp) device was not working. Dr replaced the reservoir due to tubing issue of kinking. There was no air in the device. Device was working well after replacing.